Event description:
A 44-year-old male with gastroesophageal reflux disease (gerd) had a transoral incisionless fundoplication (tif) procedure done on (B)(6) 2025 without complications. Patient was admitted for 24-hour observation and did well with clear liquid diet and was discharged the next day. Patient noticed a significant increase in epigastric pain with associated bloating and chills overnight on (B)(6) 2025. During this time, the patient remained on a liquid diet and nausea or emesis. It was recommended that the patient take proton pump inhibitor (ppi) medicine twice daily to reduce the production of acid by the stomach. Patient stated he discarded the medication prior to having the tif procedure done but continued oral antibiotics post procedure. On (B)(6) 2025, the patient contacted his doctor and given clinical symptoms they advised the patient to go to the ER. An x-ray and CT scan showed a large amount of free air underneath the diaphragm. The patient was transferred to a facility with CT surgical capability and was taken to surgery that night. He had a small defect noted along the anterior wall of the fundoplication which was repaired surgergically. Patient currently stable on liquid diet.

Manufacturer narrative:
The suspect medical device is not available to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. No lot number was provide so the device history record could not be reviewed and a search of the complaint database could not be performed.